Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that after the device was re-sheathed once, the patient went into complete heart block during the procedure. The device was implanted on the third deployment attempt. The final implant depth was 3-4mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Then, a permanent pacemaker was implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the information received, the cause of the reported heart block could not be determined. The reported surgical intervention was a result of case specific circumstance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The aortic annulus was measured with the perimeter as 80mm and the area as 494.6mm^2. The length of the membranous septum was 5.8mm. During the procedure it was noted that after the device was re-sheathed once, the patient went into complete heart block. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The device was implanted on the third deployment attempt. The final implant depth was 3-4mm from the ncc and 5mm from the left coronary cusp (lcc). On (B)(6) 2024 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The aortic annulus was measured with the perimeter as 80mm and the area as 494.6mm^2. The length of the membranous septum was 5.8mm. During the procedure it was noted that after the device was re-sheathed once, the patient went into complete heart block. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The device was implanted on the third deployment attempt. The final implant depth was 3-4mm from the ncc and 5mm from the left coronary cusp (lcc). On 08 july 2024 a permanent pacemaker was implanted. The patient status was stable.